Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 183 mg/dl versus 263 mg/dl meter to lab. Tests were done within 11-30 minutes with a difference of 22%. Patient did not experience any adverse events. No further info has been reported.